Event description:
Boston scientific received information that this patient's entire system was explanted due to infection. Explanted products include a cardiac resynchronization therapy defibrillator (crt-d), as well as transvenous left ventricular (lv), right ventricular (rv), and right atrial (ra) leads.

Manufacturer narrative:
No adverse patient effects were reported. A request has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.